Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had post-reset ram crc alarm as well as power loss alarm and failed battery. No harm requiring medical intervention was reported. Customer stated it was not letting unlock insulin pump it shows me but did not unlock it she stated when they press a button on insulin pump lights up but nothing else this happened twice already one. Customer declined to troubleshoot for issues reported, they reset the insulin pump and we fixed everything went back on the screen did a self test it passed and we linked meter back she did not want to link transmitter at this time she is not on the sensor at the moment being. The device will not be returned for analysis.